Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11727. Reference MFR report: 1627487-2012-11728. It was reported, the pt had felt ipg pocket heating while charging since the implant. In addition, the pt reported, he felt stinging sensations as the ipg site and the lead site while the stimulation was turned on. Follow up with the physician identified the physician planned on performing a fusion in the next few months. It was reported reprogramming was unable to provide coverage to the right leg. The physician may undertake surgical intervention to move the lead position at a future date.

Manufacturer narrative:
This ipg serial number was included in a field correction. Corrective and preventive action (CAPA) investigation was performed. Evaluation codes: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.